Event description:
It was reported that changes in the capture threshold and lead impedance were noted in the right ventricular lead one day post implant. It was further reported that there was also diminished r waves observed and it was recommended to verify lead placement. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).